Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that after approximately one month of use, pumping four times a day, the transformer casing was cracked and wires were disconnected from the internal board. She also indicated that one of the screws that hold the adapter together came out. She did not witness any fire, flame or sparking. No injuries were sustained as a result of the issue. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
Upon receipt of the product, a breach was reported. The aware date was updated to on (B)(6) 2013 which was the date it was reviewed and approved by the quality engineer. The housing was cracked in half and a wire was broken loose from the circuit board.